Event description:
It was reported that the patient presented to the emergency room with pain and subsequently underwent a left knee manipulation under anesthesia following a left total knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4 - attempts have been made to gather all product identification information and no further information has been provided. D10 - concomitant devices - unknown persona femoral component catalog #: ni lot #: ni, unknown persona tibial component catalog #: ni lot #: ni, unknown canary stem catalog #: ni lot #: ni the product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known post-operative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.